Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review indicated there are no other complaints for this lot number. The device was not returned to the manufacturer; therefore, an evaluation could not be performed. Based on the information provided, the root cause of this complaint cannot be determined.

Event description:
It was reported that the azur embolization coil would not detach. During the attempt to reposition the coil, it detached in the microcatheter. There was no reported patient injury or additional intervention. The procedure continued and was completed successfully without further incident.